Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Godat et. Al, 2023 ¿ efficiency and safety in case of technical success of eus-guided transhepatic antegrade biliary drainage. Report of a monocentric study. Patients with malignant and non-malignant biliary obstructive lesions who underwent eus-gad (eus-guided antegrade drainage) in a single, tertiary care centre. Procedure: intrahepatic biliary duct puncture. The complaint was opened to capture 16/20 cases of off label use. Echo-19 needle was used to gain an access rather than sampling tissue. Patient outcome: no information. Patient/event info - notes: 20 patients were included (9f/11m, mean age 68, range 40- 90, mean asa score 2).

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10 oct 2024.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created from the journal article, "efficiency and safety in case of technical success of eus-guided transhepatic antegrade biliary drainage. Report of a monocentric study". Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and lable: the instructions for use (ifu0101), which accompanies this device instructs the user that "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope" and in the precautions section ¿do not use this device for any purpose other than stated intended use.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the abnormal use of the device. From the information available the echo-19 device was used in a procedure for intrahepatic biliary duct puncture. It was confirmed by our medical advisor that use of the cook needle for intrahepatic biliary duct puncture is considered abnormal use. As previously mentioned, the IFU (ifu0101) states "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope" and in the precautions section ¿do not use this device for any purpose other than stated intended use.¿ the user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: this file was created from the journal article, "efficiency and safety in case of technical success of eus-guided transhepatic antegrade biliary drainage. Report of a monocentric study". Confirmed quantity, 16 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.